Event description:
Narrative: the user facility reported an extravasation to a sales rep of acist. The extravasation was said to be compartmentalized. The pt was presented for a scan of the neck, chest, abdomen and pelvis. The extravasation was noticed during the second phase of the procedure. There was no alert message from the eda module. There was no visible raise in the skin under the eda patch. On the x-ray, it showed the extravasation up to the pt's elbow.

Manufacturer narrative:
A member of the acist medical advisory board investigated the event, and following are his findings: a female pt, age unk, was presented for a neck, chest, abdomen, and pelvis cect. The pt was an inpatient, and a 22 g IV was already in place in the pt's left forearm. The protocol was a 2-phase injection with 70 ml injected at 3.0 ml/sec followed by a pause of about 40 sec and a second injection of 60 ml. The first phase completed without incident but after the pause, the pt complained of wrist pain during the beginning of the second injection. The technologist checked the injection site and there was no visible sign of extravasation: no elevated skin or puffy area near the injection site. The pt continued to complain of wrist pain. A CT scan of the left arm was taken that showed contrast was present in a plane of arm from elbow to wrist; however, there was no contrast under the eda patch. The scan was aborted and 30 ml of contrast remained in the syringe. Of the 100 ml injected, it was estimated that 70 - 90 ml had extravasated. A plastic surgery consult was requested and determined that the pt developed "compartment syndrome" and underwent a left forearm fasciotomy later that day. The pt was released to home shortly thereafter, and had daily home health care visits to wash/dress the wound. In 2009, the sutures were removed and the wound described well healed. The CT scan showed compartmental accumulation of contrast with no contrast localization under the eda patch. There was no alert message from the eda module because pooling of contrast under the patch is required for the sensor to detect an extravasation. The hospital learned that a few days later, the pt was under hospice care as her underlying disease had progressed. The pt died eleven days later from lymphoma.